Event description:
It was reported that footswitch failed to halt ablation. It was reported that during ablation the maestro 4000 footswitch stuck and the ablation had to be manually turned off. There were no patient complications reported. The procedure was completed with the same maestro and foot pedal.

Manufacturer narrative:
The foot switch was returned for evaluation. The foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape. No damage to cord's insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter, the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch. It passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that footswitch failed to halt ablation. It was reported that during ablation the maestro 4000 footswitch stuck and the ablation had to be manually turned off. There were no patient complications reported. The procedure was completed with the same maestro and foot pedal.

Manufacturer narrative:
The foot switch was returned for evaluation. The foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape. No damage to cord's insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter, the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch. It passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that footswitch failed to halt ablation. It was reported that during ablation the maestro 4000 footswitch stuck and the ablation had to be manually turned off. There were no patient complications reported. The procedure was completed with the same maestro and foot pedal.